Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that latch on mics handpiece that allows handle to spin/rotate broke off during bone prep. This caused the surgeon difficulty for his remaining cuts due to the inability to spin the handle into the desired location. Product evaluation and results: as per work order (B)(4) and case number: (B)(4), the alleged failure mode was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition, (return to vendor). Rtv reason: loose broken handle. Product history review: device history records indicate 25 devices were manufactured under lot: k09qa and all 25 devices were accepted into final stock on 6/8/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to parts in lot number: k09qa, p/n: 209063 shows no other complaint related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Event description:
Latch on mics handpiece that allows handle to spin/rotate broke off during bone prep. This caused the surgeon difficulty for his remaining cuts due to the inability to spin the handle into the desired location. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Latch on mics handpiece that allows handle to spin/rotate broke off during bone prep. This caused the surgeon difficulty for his remaining cuts due to the inability to spin the handle into the desired location. Case type: tka.